Event description:
It was reported that the water tank of the console cracked. Procedure was not completed due to the water tank cracking. There was no additional information reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the water tank of the console cracked. Procedure was not completed due to the water tank cracking. There was no additional information reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customers site. During functional evaluation of the console, the reported water tank cracked was confirmed. Based on information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. It is likely that the damaged water tank contributed to the console difficulties which led to the procedure being aborted.